Event description:
The doctor stated that pt underwent surgery and he placed a medpor inferior orbital rim implant. A couple of weeks after placing the orbital rim implant, the doctor stated that the pt developed an infection. The doctor stated that the pt had pus coming from the incision site. The doctor also noted that the orbital rim implant was not extruding. The doctor explained that he treated the pt with antibiotics both pre and post surgery and in handling, the implant only touched stainless steel in the or. He also stated that he would treat the infection with antibiotic in an effect to resolve the infection and if the infection did not get better, he would explant the product. The doctor notified co that the implant was removed and the infection has resolved.